Manufacturer narrative:
Investigation results were made available. Concomitant medical products: medical product: bicon-plus xlpe insert standard (smith and nephew orthopaedics (B)(4)), ref# 75 101 927, lot#: a1301053. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event was identified: wear, luxation of cocr head. Review of event description: in (B)(6) 2003 the patient received a total hip prosthesis on the left hip. The implanted components were manufactured by plus endoprothetik (B)(4) and ceramtec (B)(4). As bearing combination a ceramic on ceramic pairing was chosen. After approximately 14 years in vivo it came to a fracture of the ceramic head which then was revised by a cocr head manufactured by zimmer (B)(4). Approximately 5 months later, a second revision had to be performed as the patient complained about severe pain and recurrent luxation of the hip. According to the information available, each surgery was performed in another hospital. Based on the received x-rays is seems that all components of the hip prosthesis were removed during the second revision surgery. However, only the cocr head was provided for investigation but not its counterparts (stem and insert). Review of received data: zimmer biomet product experience report (zper). In the event information section, the following (translated from (B)(6) to english) is mentioned: ¿on (B)(6) 2017 the patient was hospitalized as an emergency due to a luxation of the left hip joint. The patient reported that he had three luxations in the last six weeks. Radiologically, a deformation of the metal head was noticed. In (B)(6) 2003 a cementless total hip endoprosthesis (zweymüller stem sl-plus standard, bicon-plus screw cup, ceramic pairing) had been implanted on the left hip joint in erlabrunn. On (B)(6) 2017 a fracture of the ceramic head occurred. The patient was hospitalized in (B)(6). On (B)(6) 2017 a revision of the insert and head (implantation of a bicon-plus xlpeinlay and a cocr head 28s manufacturer zimmer) was performed. On (B)(6) 2017 a revision surgery was performed. A pronounced metallosis was noticed. Approximately 0.5 l of dark liquid had to be aspirated. The hip region was covered by a black membrane. The components were loose and removed. The metal head was destroyed. A two stage revision had to be performed and the patient received a mathys revision stem with a ceramic head.¿ nothing else that is not already stated and would have an impact on the investigation is reported in the zper. It is checked that no additional information or documents are available for this event. (B)(6) report: the hospital reported the incident to (B)(6). In the reporting form, the event is described in (B)(6). The english translation is indicated below: ¿on (B)(6) 2017 the patient was hospitalized as an emergency due to a luxation of the left hip joint. The patient reported that he had three luxations in the last six weeks. Radiologically, a deformation of the metal head was noticed. In (B)(6) 2003 a cementless total hip endoprosthesis (zweymüller stem sl-plus standard, bicon-plus screw cup, ceramic pairing) had been implanted on the left hip joint in erlabrunn. On (B)(6) 2017 a fracture of the ceramic head occurred. The patient was hospitalized in (B)(6). On (B)(6) 2017 a revision of the insert and head (implantation of a bicon-plus xlpeinlay and a cocr head 28s manufacturer zimmer) was performed. Since about 2 months, the patient complaint about heavy pain and recurrent luxation of the hip. During this time he lost approximately 15 kg. On (B)(6) 2017 a revision surgery was performed. A pronounced metallosis was noticed. Approximately 0.5 l of dark liquid had to be aspirated. The hip region was covered by a black membrane. The components were loose and removed. The metal head was destroyed.¿ email from the sales representative, dated 30 november 2017: a pdf file showing the product stickers and a second pdf file containing two x-rays and a photo of the destroyed head were attached to the email. Product stickers, implantation on (B)(6) 2003: bicon-plus titanium shell (plus endoprothetik (B)(4)), ref#:13216-g , lot#: 0302.60.0963. Bicon-plus ceramic/ceramic ceramic/pe insert (plus endoprothetik (B)(4)), ref#:13516-b , lot#: 0201.13.1212. Sl-plus standard stem (plus endoprothetik (B)(4)), ref#: 11407-c , lot#: 0303.13.1751. Biolox forte ball head (ceramtec (B)(4)), ref#: 38.4907172.005.22 , lot#: 31902. Product stickers, implantation on (B)(6) 2017: bicon-plus xlpe insert standard (smith and nephew orthopaedics (B)(4)), ref# 75 101 927, lot#: a1301053 cocr head (zimmer (B)(4)), ref#: 14.28.05-20. Lot#: 2901170. Both x-rays are undated ap-views of the left hip. The first x-ray was commented by the sales rep as ¿initial finding, the noncircularity of the head is well recognizable, the patient complains about severe pain¿. The x-ray shows a stem and cup type zweymüller . The cup seems to have a rather steep inclination angle (>50°). The head has a noncircular form and appears to be slightly cranialized in the cup. The second x-ray was headed by the sales rep as follows: ¿after implantation of revision stem and rm cup¿. On the second x-ray a polyethylene cup is cemented in the acetabulum. In the femur, a revision stem and probably a ceramic head are implanted. In the trochanter area the bed of the previous implant is recognizable. A double cerclage band is placed below the trochanter minor. The photo of the destroyed head exhibits its noncircular shape and some worn through zones. Devices analysis: visual examination: the cocr head is worn in such a way that a new contour developed. Approximately two thirds of the articulation surface are worn away. In the pole region the material is worn through at the pole itself and along half of the circumference of the head taper¿s edge. In the remaining third of the articulation surface only a small stripe along the head¿s bevel appears to be still polished. The rest of the articulation surface is scratched. On the head taper surface a light grey area of irregular shape is visible about 4 mm proximal to the taper¿s distal end on the half where the taper¿s edge is worn through. The area was closer inspected with a low power microscope type leica mz16 a (eq-ID win-03-rsr-540-151663) (fig. 5). The area could not be removed by rubbing with a toothpick or a fixing pin. The surface of the area has an appearance like metal powder. It seems that the area partially mirrors the structure of the stem¿s taper (regular lines). Without destructive testing is not possible to determine whether the area is elevated or deeper than the surrounding surface. Analysis of the material composition: the device manufacturing history records of the respective lot indicate that the products were accepted into final stock with no reported discrepancies. To confirm material composition within the limitations of non-destructive testing, chemical analysis based on energy dispersive x-ray (edx) was performed. The head was placed in the sample chamber of a scanning electron microscope (sem) type jeol jsm-6610 ((B)(4)) and the material composition was analyzed using the energy dispersive spectrometer type oxford inca x-act ((B)(4)). The spectrum resulting from the edx analysis shows that the material is composed of cobalt, chrome and molybdenum. This corresponds to the main alloy elements the head is made of. Mass loss measurement: on a scale type mettler toledo xpe 2002s ((B)(4)) the mass of the head was measured and is 50.96 g. Unworn heads of the same size and neck length have a weight between approximately 65.2 g and 66 g. Therefore, the total mass loss of the head amounts to approximately 15 g. Conclusion: in (B)(6) 2003 the patient received a total hip prosthesis on the left hip. The implanted components were manufactured by plus endoprothetik (B)(4) and ceramtec (B)(4). As bearing combination a ceramic on ceramic pairing was chosen. After approximately 14 years in vivo it came to a fracture of the ceramic head which then was revised by a cocr head manufactured by zimmer (B)(4). Approximately 5 months later a second revision had to be performed as the patient complained about severe pain and recurrent luxation of the hip. According to the information available each surgery was performed in another hospital. Based on the received x-rays is seems that all components of the hip prosthesis were removed during the second revision surgery. However, only the cocr head was provided for investigation but not its counterparts (stem and insert). The revised cocr head is heavily worn and at two locations of the head taper even completely worn through. The total mass loss of the head amounts to approximately 15 g. The device manufacturing history records of the respective lot indicate that the products were accepted into final stock with no reported discrepancies. The edx analysis confirmed that the cocr head is made out of cobalt, chrome and molybdenum alloy as indicated on the product sticker. The reason for the light grey area of irregular shape seen on the head taper surface cannot be explained based on of the non-destructive retrieval analysis of the cocr head only. Based on the clinical history the following failure scenario is assumed. Due to the fracture of the ceramic head probably some big fracture pieces as well as smaller ceramic particles were generated. The latter could possibly not completely be removed during revision surgery and remained, e.g. In the surrounding tissue. Subsequently, those could get embedded in the polyethylene insert. The cocr head then articulated against the embedded hard ceramic particles which led to massive wear of the head resulting in the metallosis, dark liquid and the black membrane covering the hip region as described in the available information. The package insert that accompanied the respective cocr head addresses the above described situation under: ¿revision after breakage of ceramic components. For revision after breakage of ceramic components, please refer to the corresponding ceramic device package insert. In these cases, all the ceramic particles must be removed and the wound thoroughly irrigated. The basic rule is: ¿once ceramic ¿ always ceramic." Because of the risk of ceramic particles remaining in the tissue, a metal femoral head may no longer be used since there would be a risk of increased wear due to three-body abrasion. Once again, therefore, a ceramic/ceramic or a ceramic/polyethylene combination must be used. For instructions relating to the revisability of acetabular components, please refer to the device-specific package inserts.¿ [1]. Additionally, the cocr head was used in combination with products of other manufacturers which has to be considered off-label use. The package insert that accompanied the respective cocr head states under warnings that: ¿implants and implant parts must only be combined with components belonging to the same system or to components of the approved compatible systems. No liability is accepted for products of third parties that are used by the purchaser or user.¿ [1]. It stays unknown if the patient¿s pain and recurrent luxation is a result and / or concomitant of the wear or originated from another source, e.g. Change of the soft tissue tension due to the second revision surgery. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4). [1] package insert, modular femoral heads, d011500111 ed. 2016/06

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a cocr head 28/-4 s 12/14 on the left side on (B)(6) 2017 and the patient underwent revision surgery on (B)(6) 2017 due to dislocation. During revision surgery, metallosis, loosening and head damage was noted.